Manufacturer narrative:
The company representative replaced the power supply and the main cpu board. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported, that while the unit was in use on a patient during a transport situation, the unit shut down. They power cycled the unit, and it ran briefly, but shut down again. After two attempts to restart the unit by recycling, the patient was switched to another pump and therapy was completed. The patient received dopamine as a result of a low blood pressure condition. No patient injury was reported.